Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. The product was evaluated. An exterior visual inspection was performed and passed. Charge test was performed and passed. Receiver boot test was performed and passed. Nordic bluetooth pairing test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause was was unable to be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.